Event description:
The manufacturer received information that a trilogy 100 ventilator continues to alarm after being on and cannot be used. There no harm or injury was reported. A maintenance request has been submitted for evaluation of the device; however, device evaluation has not yet been completed. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.